Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed successfully but was constrained. A post-implant balloon aortic valvuloplasty was performed and during the balloon inflation, the valve dislodged out of the annulus and into the ascending aorta. As a result, the valve was snared further into the ascending aorta, and subsequently, a second was valve was implanted successfully. No additional adverse patient effects were reported.